Event description:
The device was returned for a set ID sensor failure. The device was displaying tubing set errors with a cassette loaded on to the device. This issue was confirmed during investigation when a cassette was loaded on to the device and an air in line error occurred. The device was opened to test the set ID sensor. The sensor failed during testing. The device was opened to inspect the set ID sensor and flex cable. No damage or fluid ingress was identified on the sensor. The flex cable was reseated during the inspection process. The sensor was retested and passed successfully. It is possible that the cable was not fully seated causing intermittent cassette issues. Damage was identified on the mr sticker. Damage was also identified on the retaining plate.

Event description:
The following has been reported: biomed reported: "cassette contains air, cassette misloaded, and tubing set problem errors will not resolve." Step where problem occurred: unknown. Injury/adverse reaction: no. Active infusion stopped: no. A preliminary review identified the following issue: sensor hardware failure (set ID sensor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.